Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that when the doctor in the intensive care unit was inserting the spring wire guide (swg) through the arrow raulerson syringe (ars) into the male pt, the swg became stuck. As a result, the doctor tried to remove the swg; however, on doing so, the swg began to unravel. The doctor removed both the swg and ars together and started a new access and successful insertion with a new product. There was no reported delay, death or complications to the pt.